Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned with the helix stretched. There were no other anomalies observed regarding the returned lead. All electrical testing was within specified parameters. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead experienced high and rising thresholds as noted during follow up visits. In addition, low pacing impedance was detected. The physician stated that during explantation, the helix of the lead would not retract. The rv lead was explanted and replaced successfully. No patient complications have been reported as a result of this event.